Event description:
Pt recently had an issue with the filter coming loose from line (describes that it is loose at an angle). Pt reports this has happened 3 times within the last 6 months and unsure why. Pt confirms there have been no changes (expect possibly the filters look different), pt confirmed he is currently infusing and no problems at time of call (pt switched tubing). Pt did notice some blood from filter area but since changing and continuing infusion, no problems since. Advised if there is blood to seek medical attention to get checked out and to f/u w/ provider as well. Pt code: 1888. Device codes: 1250, 2954, 1371. Reference: mw5176367, mw5176368.